Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Investigation summary: it was reported unidentified particle in the syringe. To aid in the investigation, two samples were received for evaluation by our quality team. One sample came in an opened packaging blister and has 15ml of a drug. A visual inspection was performed with a 10x magnifier lens and a fiber adhered to the rubber stopper was observed. The second sample came disassembled. A visual inspection was also performed and no defects or imperfections were observed. The sample with the fiber was sent to a laboratory for analysis and was lost. Resources were assigned to locate it with no success, so we cannot provided the identification of the foreign matter. A device history record review was completed for provided material number 302830, lot number 1113453. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. The sample is to be sent to a laboratory for analysis and to confirm the type of foreign matter. The sample was lost and cannot provide the identification of the foreign matter.

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced foreign matter in the fluid path. The following information was provided by the initial reporter: unidentified object (particle, hair) in syringe any injuries and/or harm? -no, discovered in pharmacy and not used for patient care.